Event description:
It was reported, during remote follow up. That patient arrythmia went untreated. As the implantable cardioverter defibrillator exhibited failure to shock, due to incorrect interpretation of signal. No intervention was reported. Patient was stable.